Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su had leakage. Reason: ¿the syringes are leaking at the plunger, causing fluid to leak out of the syringe body.¿ item: 3-ml syringe without fluid, luer lock, plastipak (990174) bd quantity: (B)(4), lot: 5304643. Additional information received on 13-apr-2026: could you confirm how many units of the product had the problem/defect? 749 when was the problem/defect identified: before, during or after use? During use. Was there any damage to the patient's health? If so, please explain in detail. Has the incident been reported to anvisa? If so, what is the notification number? No. Could you provide photos and/or videos of the product showing the defect? Photos attached. Could you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026. Additional information received on 20-apr-2026. There was no harm to the patients.